Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a left hip revision approximately 12 years post-implantation due to a clicking noise, pain, and dislocation. It was reported the stem neck was discovered to be bent and the head had disassociated from the stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Examination of device records found no evidence of product non-conformance. Review of the device confirmed the reported condition, as the stem taper post was deformed. During examination, scratched and gouges were noted around the stem post. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿